Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008 (entered out of sequence): batch record review was without hint to root cause. Since no lot number is unavailable, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on (B)(6) 2007: a female consumer initiated therapy with poly-l-lactic acid [sculptra], dose and dates not provided. Consumer stated "I have bumps under eyes on temples and big long lumps below eyes from sculptra injection. Also have bags under eyes I didn't have before." She reported that it has been about three months since the injection. No further medical information reported. Addendum for follow-up received from the consumer on (B)(6) 2008: the consumer reported that she has bumps under her skin from poly-l-lactic (sculptra). She questioned if they ever go away and how to get rid of them. No additional medical information was reported.